Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, arteriotomy locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy, however, the tamper tube did not deploy from the device. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Date: is unknown therefore the date of event has been used as the aware date the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that at the conclusion of a (transcatheter aortic valve replacement, tavr) case and after a perclose device had been deployed to close the large bore hole, the physician used the angio-seal device involved. Upon insertion of the device, and locking the device in place, the physician pulled the device as indicated. The entire device came out with what appeared to be no footplate or collagen plug left in the patient's artery. It was reported that the physician deployed the angio-seal device in accordance with the IFU (instructions for use). Immediately after the device came out pressure was held, and the physician searched the patient's leg for the footplate. The footplate was not seen under fluoroscopy and the patient did not have any complaints of pain and showed no signs of blockage. The physician and staff reported that the footplate and collagen plug were not loaded in the into the delivery tube. The patient was in stable condition with no problems. The procedure outcome was successful. There was no patient injury or surgical intervention required.